Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon burst occurred. The 99% stenosed lesion was located in a severely tortuous, calcified "4 atroventricular branch and 4 posterior descending" portion of the right coronary artery (rca). The balloon was inflated and ruptured at 12atms. The device was able to be removed without difficulty. The procedure was completed using another 1.5x20mm maverick balloon. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device would not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.